Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that due to user error the customer entered 67 grams instead of the intended 27 grams for a bolus. The customer disconnected from the infusion site before the full bolus of 7.22 units was delivered. Additionally, it was reported that the pump touch screen became unresponsive. Blood glucose level was 81 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.